Event description:
The customer reported a speaker malfunction inop was displayed on the intellivue x2 and no sound was coming from the device. The device was not in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported.